Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure backflow could not be confirmed and there is a possibility of a catheter crack. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial circumferential break was noted on the attached catheter from the distal end to the cath-lock. A split was noted on the attached catheter to the distal end of the cath-lock. The edges of the partial circumferential break were noted to be uneven, and surface was noted to be granular round and smooth on both regions. The edges of the split were noted to be uneven, and surface could not be determined as additional damage would be caused in area. Aspiration was attempted and was unsuccessful as water did not fully return into the in-house syringe. Therefore, the investigation is confirmed for the reported fracture, suction and identified wear and deformation issue. Although a definitive root cause could not be determined, flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure backflow could not be confirmed and there is a possibility of a catheter crack. There was no reported patient injury.